Manufacturer narrative:
Additional information: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the report of the patient passing away. Based on the provided information, there is no documentation that shows a causal relationship between the patient¿s passing and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products potentially involved in this event. It was noted that the patient had a medical history of unspecified cardiac issues which likely contributed to the reported cardiac arrest. Although a direct causal relationship could not be confirmed, a temporal relationship exists between the patient's pd treatment and the patient¿s cardiac arrest and subsequent passing. Should additional new information be made available this clinical investigation will be reevaluated.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The cause of death was noted to be cardiac arrest due to pre-existing conditions. It was unknown if the patient was connected to the device at the time of the incident. The patient was home when they passed away overnight. They were found the following morning and efforts to resuscitate the patient were not performed. It was verified that the patient had not experienced any overfill events or cycler malfunctions leading up to their passing that could have contributed to the cardiac arrest. The patient had been performing peritoneal dialysis therapy up until the time of death. A death certificate for the patient was not available. Additional information was requested but was not available.